Event description:
A malfunction was reported on the customer's pump, which displayed a malfunction 12 code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the issue, the customer was advised to attempt a reset and has an mdi as backup if needed. Technical support arranged for a replacement pump with updated software to be sent to the customer. Instructions were provided on how to store the current pump and return it to tandem. The customer was informed and acknowledged all the steps and advised to use ups for the return within 10 days.